Event description:
As reported by the (B) (4) registry, the patient experienced a non-q wave myocardial infarction approximately two days after the index procedure. The target lesion was located in the left internal carotid artery. The lesion was described as concentric, eccentric, ulcerated, 20mm in length, 85% stenosed, with mild calcification. The reference vessel was mildly tortuous and 7.0mm in diameter. The lesion was pre-dilated and the 7mm angioguard rx was deployed beyond the target lesion. An 8x40mm precise pro rx was successfully implanted. The angioguard rx was retrieved with debris noted in the basket. Residual stenosis was 0%. The patient left the angiography suite with no neurological deficit. Approximately two days after the index procedure, the patient experienced a non-q wave myocardial infarction. The patient was discharged one week after the index procedure. According to the investigator, the event was not related to cordis product. The patient experienced acute respiratory failure and underwent CPR. The respiratory failure was due to pulmonary edema. The patient was given lasix for the pulmonary edema and given treatment for his blood pressure and low cardiac output. The patient was subsequently intubated and placed on a heparin drip. Over the course of the next few days, he was slowly weaned off the ventilator and blood pressure treatment. The patient was not considered a candidate for surgery and placed in palliative care. The patient has severe coronary artery disease with ongoing ischemia and severe atherosclerosis. It was determined to focus on palliative care for the patient. No treatment was done for the myocardial infarction and the patient was placed in a hospice unit and subsequently expired. No autopsy was performed.

Manufacturer narrative:
Concomitant devices include a 7mm angioguard rx.as reported by the (B) (4) registry, the patient experienced a non-q wave myocardial infarction approximately two days after the index procedure. The target lesion was located in the left internal carotid artery. The lesion was described as concentric, eccentric, ulcerated, 20mm in length, 85% stenosed, with mild calcification. The reference vessel was mildly tortuous and 7.0mm in diameter. The lesion was pre-dilated and the 7mm angioguard rx was deployed beyond the target lesion. An 8x40mm precise pro rx was successfully implanted. The angioguard rx was retrieved with debris noted in the basket. Residual stenosis was 0%. The patient left the angiography suite with no neurological deficit. Approximately two days after the index procedure, the patient experienced a non-q wave myocardial infarction. The patient was discharged one week after the index procedure. According to the investigator, the event was not related to cordis product. The patient¿s medical history consists of severe cardiac and carotid artery disease (requiring open-heart surgery) carotid revascularization, severe pulmonary disease, hyperlipidemia, chronic obstructive pulmonary disease, congestive heart failure, severe aortic/mitral valve disease, past smoker, coronary artery disease, previous myocardial infarction, hypertension, and previous coronary percutaneous revascularization.the device remains implanted in the patient; thus, it is not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No corrective actions will be opened.myocardial infarction (mi) or acute myocardial infarction (ami), commonly known as a heart attack is the interruption of blood supply to part of the heart, causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque, which is an unstable collection of lipids (fatty acids) and white blood cells (especially macrophages) in the wall of an artery. There is no medical evidence to suggest a relationship between carotid stent implantation and the reported mi.